Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the initial report mistakenly selected , b2:( hospitalization initial/prolonged), and b2:( other serious) and it should have not been selected. The correct selections addressed in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection, generalized illness, deflation, capsular contracture unknown baker grade. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5093198. It was reported that a female patient underwent a breast augmentation revision with mentor smooth round high profile 250cc saline breast implants which the patient experienced the following illnesses: numbness in hands & legs, hair loss, fatigue, physical ailments such as joint pains and muscle aches, gerd ,confusion, patient also indicated that she experienced local symptoms on left breast as skin lesion, bilateral pain, and redness of the left side, bilateral palpable breast mass, capsular contracture unknown baker grade, and bilateral deflation. These events occurred after implantation. Patient indicated the symptoms were identified through blood work on (B)(6) 2018. As a result patient had the implants removed on (B)(6) 2020. This report is for the left side.